Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician.¿ service confirmed the customer reported condition of "did not function" as an f-94 alarm. The cause of the f-94 alarm was determined to be damage to the battery. In order to correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If additional information is received, a follow up report will be sent.

Event description:
It was reported that a flogard infusion pump did not function. There was no patient involvement. Additional information was requested and is not available.